Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years post filter deployment, patient presented with back pain. Subsequent, lumbar x-ray revealed one or possibly two limbs of the ivc filter appear to extend into the l2-3-disc space. Approximately two years later, vertebral osteomyelitis showed, an ivc filter with single prong embedded at the l2-3 level. Approximately six months later, follow up CT revealed infra renal ivc filter below the renal veins with projection of the struts beyond the lumen and there was slight rightward tilt of the upper portion of the filter to the ivc axis. Additionally, only 11 struts were seen and one strut was missing, which represents a fracture with migration strut off the image set. Therefore, the investigation is confirmed for perforation of the ivc and filter limb detachment. However, the investigation is inconclusive for tilt as the medical records state there was ¿slight¿ rightward tilt of the upper portion of the filter to the ivc axis. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted ,struts detached and perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. Further it was reported that the eleven struts were detached and one missing detached strut migrated to the body. The patient experienced back pain due to the filter embedded at l2-l3; however, the current status of the patient is unknown.